Event description:
It was reported that at the user facility the device disassembled. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include excessive force during use. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that at the user facility the device disassembled. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.